Event description:
It was reported that prior to starting a da vinci-assisted unilateral inguinal hernia surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was nicked. As a result, the orange surface of the mcs instrument was showing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue was identified before the case started and a new mcs instrument was opened.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument used during the reported event. The instrument was found to have scratches on the main tube. The scratches measured approximately 0.049¿ and 0.062" in length and were not axially aligned with the tube axis. Material was missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage.